Event description:
Customer reported the down button on the insulin pump where sticking and it had cosmetic damage. Customer's blood glucose was 180 mg/dl. The esc and arrow buttons were sticking and unresponsive. Customer stated the screen was cracked. Customer stated the damage occurred through normal wear and tear. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.